Event description:
The customer reported the system indicated fluoro on when not commanded, but no image was displayed and is not sure x-rays were actually being produced. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cpu and associated hardware. System operates as intended. (B) (4).